Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of manufacturer: 06/01/2018. Date of report: 09/21/2018. Failure analysis on the returned power management (pm) board shows that component u16 pin 2 internal shorted to pin 8 (gnd) on the power management (pm) board created the machine and proximal pressure sensors failed error.